Event description:
It was reported that customer received a minimum fill notification due to an issue when reloading cartridge with less than the recommended amount of insulin, and issue was clarified as related to a loading problem. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pump connection area with alcohol wipe or lint-free cloth, and was educated on using at least (B)(4) units of insulin when reloading; technical support offered to guide loading of new cartridge, planned follow-up to confirm that customer successfully loaded cartridge and resumed insulin, and attempted multiple follow-up calls but was only able to leave voicemail and experienced a dropped call, so final outcome remained unknown.